Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's hard drive malfunctioned and required replacement. The hard drive was replaced, and the database was synchronized to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Users were unable to reboot the device, but the customer confirmed that there was no patient harm. No information was released about the affected procedure and the patient's condition. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information:a1,d1,e3, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the malfunction was due to hard drive failure. The field service engineer replaced hard drive and data synchronization done to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Users were unable to reboot the device, but the customer confirmed that there was no patient harm. No information was released about the affected procedure and the patient's condition. There were no adverse events or injuries reported based on this incident.